Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was remove without problem by using the usual method. The procedure was completed with a different device. The patient was in good condition post procedure.